Manufacturer narrative:
UDI not available for this system at time of filing. Concomitant medical products: product ID: bi71000862. The system was not evaluated because the site did not approve service. Device manufacturing date not available at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that after pushing images to electronic picture archiving and communication systems (pacs), the mobile view station (mvs) went to a blue screen. The system was not rebooted, and the radiologic technologist (rt) was not in front of the system when the issue was called into technical services (ts) for troubleshooting. This issue was noted outside of a procedure, and there was no patient involvement.